Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the power issue began two weeks prior to contacting lfs. According to the csr¿s documentation, the patient does not manage his diabetes with oral medication or insulin; after the reported power issue occurred, the patient allegedly continued with his usual diabetes management routine; subsequently on (B)(6) 2014 (time not clear), the patient¿s ¿blood sugar dropped¿ and he reportedly ¿passed out¿ and was taken to the emergency room (ER) an unspecified time later. During his time in the ER, the patient reportedly obtained a blood glucose reading of ¿43mg/dl¿ with the ER¿s meter and received treatment by the health care professional (type of treatment is unclear). According to the csr¿s notes, at the time the patient contacted lfs, he reportedly was just released from the hospital. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was not using the subject meter for the first time, the patient was using the correct test strips (however, strips were expired), and the subject meter turned on manually with the power button and when using a test strip. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/04/2014).the lay user/patient¿s products have been returned, and were evaluated on 05/29/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.